Manufacturer narrative:
###A supplemental report is being submitted for investigation completion. Hw34714 was not returned for evaluation. Log file analysis revealed a slight decrease in consumption and estimated flows beginning on (B)(6) 2023, followed a sustained increase in power consumption and estimated flows beginning on (B)(6) 2023 leading to parameters above the normal operating range; however, no low flow or high watts alarms were logged within the analyzed period. As a result, the reported low flow event was confirmed. Information received from the site indicated that, indication to the low flow event, the patient presented with confusion, and inability to walk. The patient also reported feeling lightheaded for a couple of days and was found to have anemia due to blood loss with maroon stools. A stool guaiac test revealed a gastrointestinal bleed with a hemoglobin (hgb) of 6.8 compared to a baseline of 12. The patient was admitted and afterwards developed stroke symptoms with right facial droop, arm weakness, and word-finding difficulty. A non-contrast head computerized tomography (CT) showed an old left lacunar infarct and left m1 occlusion and a one (1) segment occlusion. Patient was deemed a candidate for endovascular clot retrieval and underwent a thrombectomy. Approximately two days later the patient was found to be more aphasic with new right-sided weakness. Neurology was consulted for the possibility of acute ischemic stroke. A CT of the head without intravenous (IV) contrast showed a hyperdense middle cerebral artery (mca) sign on the left. A cerebral angiogram for mechanical thrombectomy was performed and a computed tomography angiography (cta) of the head and neck was not, due to the high likelihood of a left m1 occlusion and allergy to contrast. A left mca angioplasty and stent were performed. It was noted the patient markedly improved with no aphasia and only mild right facial weakness. The national institutes of health stroke scale (nihss) is 1(one). It was also noted that approximately one month prior the patient recent had a covid infection. Based on the available information, the device may have caused or contributed to the reported event. Based on the historical review of similar high power events, the most likely root cause of the observed high power event may be attribute d to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, and/or constriction at the outflow graft. Per the instructions for use, bleeding and neurological dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products : 305u223 valve, implant date: (B)(6) 2018. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with low flow alarms, confusion, and inability to walk. The patient also reported feeling lightheaded for a couple of days and was found to have anemia due to blood loss with maroon stools. A stool guaiac test revealed a gastrointestinal bleed with a hemoglobin (hgb) of 6.8 compared to a baseline of 12. The patient was admitted and afterwards developed stroke symptoms with right facial droop, arm weakness, and word-finding difficulty. A non-contrast head computerized tomography (CT) showed an old left lacunar infarct and left m1 occlusion and a one (1) segment occlusion. Patient was deemed a candidate for endovascular clot retrieval and underwent a thrombectomy. Approximately two days later the patient was found to be more aphasic with new right-sided weakness. Neurology was consulted for the possibility of acute ischemic stroke. A CT of the head without intravenous (IV) contrast showed a hyperdense middle cerebral artery (mca) sign on the left. A cerebral angiogram for mechanical thrombectomy was performed and a computed tomography angiography (cta) of the head and neck was not, due to the high likelihood of a left m1 occlusion and allergy to contrast. A left mca angioplasty and stent were performed. It was noted the patient markedly improved with no aphasia and only mild right facial weakness. The national institutes of health stroke scale (nihss) is 1(one). It was also noted that approximately one month prior the patient recent had a covid infection. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.